Event description:
The report received from the affiliate indicated that the stent dislodged from the balloon in the artery, and had to be expanded and deployed with another balloon catheter in an unintended place. There was no report of any adverse effect to the patient. Additional patient, procedural, and lesion details have been requested, but have not yet been forthcoming. The product is available for evaluation and testing; however, it has not been received to date. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan, including stent retention values.